Event description:
Customer reports that he rec'd reuslts of 395mg/dl, 180mg/dl, and 285mg/dl on the same device within 5 mins. The device memory shows results of 279mg/dl, 190mg/dl, and 334mg/dl. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.